Event description:
Pt tampering reported. The user facility had previously (5/98) had this same problem with this same pt. The pump was set up on 10/31/1998 to infuse morphine 5mg/ml at unspecified settings. The user facility reports the pump was found alarming "check injector." Accoirding to the chart, the pt should have rec'd 6mg from 5am to 8am. It was noted, however, that 13 mg of morphine was gone with 7mg unaccounted for. A portion of the device history was described and it included multiple check injector alarms from 7:44 am through 7:46am. The pca dose was 0.7mg. The pump was switched out and a new device was initiated. On 11/01/1998 at approximately 8:30 am, the new pump gave "check injector" alarms. The tubing was noted to be loose at the area where it connects to the medication syringe. The tubing was secured and the pump remained in service. Later that day, at 6:30 pm, the pump had recorded delivery of 4.4 mg of morphine. It was observed, however, that 10mg was gone from the syringe leaving 5.6mg unaccounted for. The pca pump was discontinued and "an alternate pain control method used." Both pumps were checked by the user facility biomedical engineering dept and no problems were found. The report source indicates that after reviewing the incident it was felt that the pt "could have altered the pca pump in some way to administer more medication than what was ordered. This appeared to be the most likely" explanation. The device serial numbers were not recorded/available. No additional info was available.